Event description:
Patient undergoing knee arthroscopy, lateral release and lysis of adhesions. Upon putting the knife into the skin to make incision into the joint the knife handle was pulled out and it was noticed the blade had detached and was left in the patient. They were able to retrieve blade intact. Knife used again to make incision to the joint and at that time it was noted that blade had broken in two pieces. Both pieces were retrieved and patient also go an xray to confirm all pieces were retrieved. One practitioner noted that it seems the knife handle was worn down from multi-use so the knife blade did not "click" into place on the handle securely. The knife handle was removed from the set and examined for damage. A new knife handle was placed in the set and the old one was discarded.